Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the scale was inaccurate and bed alarm malfunctioned due to load cells being out of calibration. This was found to be a result of lack of preventative maintenance. Customer instructed on how to properly re-calibrate the scale/bed exit system. Bed was returned to service. Customer performed evaluation. .

Event description:
It was reported that the scale was inaccurate and bed alarm malfunctioned due to load cells being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale would not zero which may have caused a bed alarm malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.